Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b4, b5, b7, d3, d4 (catalog no, lot no, UDI no), d.6b, g3, g4, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard mesh (bard flat mesh) on (B)(6) 2005 and bard xenmatrix surgical graft on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2005 ¿ patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of bard flat mesh (device 1). Per operative notes, ¿the hernia above the umbilicus, incarcerated was noted. The sac was reduced and adherent omentum was excised with the sac. A piece of bard flat mesh was placed over the defect and anchored to the anterior abdominal wall with sutures. The fascia was closed and secured with sutures.¿ on (B)(6) 2010 - patient was diagnosed with incisional hernia thereby underwent laparoscopic converted into open repair with removal of prior mesh (device 1) with small bowel resection. Per operative notes, ¿extensive adhesions in the mid-abdomen and hernia defect was lysed. The mesh (device 1) was seen floating in the hernia sac and subcutaneous tissue. The small bowel was reduced out of the hernia and prior mesh (device 1) adhesed to the bowel was completely removed. The mesenteric defect was closed and reapproximated with sutures.¿ on (B)(6) 2010 ¿ patient was diagnosed with fascial dehiscence thereby underwent open repair with implant of xenmatrix mesh (device 2). Per operative notes, ¿in the midline, the small bowel was reduced and majority of loose sutures were removed and fascia was closed and reapproximated with sutures. A xenmatrix mesh (device 2) was placed and secured circumferentially with sutures. The wound was irrigated and tissues were sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard mesh (bard flat mesh) on (B)(6) 2005 and bard xenmatrix surgical graft on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.